Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a clinic visit the device could not be interrogated. No communication with the device was possible. Due to the pt's poor health the physician did not expect to take any action relating to the device.